Event description:
User facility reported, inform system (meter and base unit) with burned and melted connector pins. No serious adverse events were reported in relation to the alleged malfunction. Return of the suspect product was requested; replacement product was sent.

Manufacturer narrative:
The suspect device is the inform meter.